Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified access site was attempted with two prostyle devices using the pre-close technique prior to an interventional procedure. Reportedly, both devices did not deploy. The sutures of two new devices were successfully pre-placed. The interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.